Event description:
The wife reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was 516 mg/dl at the time of the call. The wife also reported receiving a no delivery alarm during a bolus. Customer did not report any symptoms of high blood glucose. The customer treated their blood glucose with a bolus. The customer did not complete troubleshooting at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.